Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the lock/unlock screen. Customer¿s blood glucose level was 78 mg/dl. Reportedly, the customer consulted with a health care provider regarding back up insulin therapy.